Event description:
It was reported that the surgeon used the 5mm trocar as an optical trocar for primary port. He enterd the abdomen with the scope in the trocar. Once the trocar had entered the abomen he removed the oburator. After starting to place and looking into trocar with lapscope, at this point observed that was in the lumen of the bile. Surgeon determined that bile was adhered to abdominal wall at the site of the trocar insertion. The hyterectomy was performed open and the bile injury was repaired.